Manufacturer narrative:
The serial number of the cobas pro c 503 analytical unit is (B)(6). The investigation reviewed the calibration data provided from 22-aug-2023 to 19-jul-2024; the results were within specifications. The investigation reviewed the qc level 2 recovery from (B)(6) 2024; the recovery was within the +/- 2 standard deviation range. The investigation ruled out a general reagent problem because the calibration and qc are acceptable, the investigation is ongoing.

Event description:
The initial reporter received a questionable gluc3 glucose hk gen.3 result from one patient sample tested on the cobras c 503 analytical unit. The initial result was not reported outside of the laboratory. The reporter did not believe the initial result prompting the rerun of the patient sample. On (B)(6) 2024: the initial result from the analyzer's line 1 was 104 mg/dl. On (B)(6) 2024: the first repeat result from the analyzer's line 1 was 79.0 mg/dl. The second repeat result from the analyzer's line 3 was 81.3 mg/dl. The third repeat result from the analyzer's line 1 was 45.5 mg/dl with an invalidating data flag.

Manufacturer narrative:
The investigation did not identify a product problem.

Manufacturer narrative:
The investigation determined the event was consistent with a preanalytic issue at the customer site (poor sample quality). Preanalytics are within the customer's responsibility.